Manufacturer narrative:
A review of the april 2021 complaint review board (crb) did not find an increasing trend for the reported issue of a few devices receiving the error code 600.6840.5. Based on the crb review and the limited information provided, no further investigation actions will be performed. Correction: e2, g2.

Event description:
It was reported that a few devices received error code 600.6840.5 for connect failed. The biomed requests a new manual for the 8015 pcu so he can fix them. He states that tech support advised that the facility's current model is at the end of life stage and can not be repaired. He also stated the software has been updated, but again he is receiving error codes that can not be fixed. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that a few devices received error code 600.6840.5 for connect failed. The biomed requests a new manual for the 8015 pcu so he can fix them. He states that tech support advised that the facility's current model is at the end of life stage and can not be repaired. He also stated the software has been updated, but again he is receiving error codes that can not be fixed. There was no patient involvement.